Event description:
The article, "transcatheter closure of ostium secundum atrial septal defects: multiple versus single devices", was reviewed. This research article is prospective single-center experience to evaluate the safety and feasibility of transcatheter ostium secundum atrial septal defects (osasd) closure using multiple devices compared with single-device closure. The device included in the study was amplatzer septal occluder. The article concluded that multiple-device closure of osasds was rare but feasible, safe and associated with reassuring short- and long-term outcomes. When carefully selected, patients with complex osasds can benefit from a percutaneous approach using more than one device, avoiding the need for surgery. [The primary and corresponding author was sebastien hascoet, department of congenital heart diseases, reference center for complex congenital disease m3c, rare disease ntework, hôpital marie lannelongue, le plessis-robinson, france, with corresponding e-mail: s.hascoet@ghpsj.fr.] This study included patients referred for transcatheter osasd closure from 01 may 1998 to 31 december 2021. A total of 2253 patients were included in the study, all of which received an abbott device. The median age was 28 years. The median weight was 53 kg. The majority gender was female. Comorbidities included atrial arrythmia, atrial septal defect, and previous percutaneous osasd closure with significant residual shunting during follow-up.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including atrial arrythmia, atrial septal defect, and previous percutaneous asd closure with significant residual shunting during follow-up. Complications reported included patient device interaction problem (residual shunt), pericardial effusion, arrhythmia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: transcatheter closure of ostium secundum atrial septal defects: multiple versus single devices b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.